Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose level reading was "high"; specific value was not provided. Customer administered a manual injection to address bg and "called 911 immediately". Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.